Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Event description:
It was reported by an attorney that a patient underwent an umbilical hernia repair in (B)(6) 2005 and mesh was implanted. The patient underwent a second inguinal surgery on an unknown date and mesh was implanted. The patient experienced burning pain from the groin to legs. The patient is unable to process food and was told the mesh is now attached to the organs. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent a surgimesh patch and plug mesh system due to a right inguinal hernia on (B)(6) 2011. No additional information

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to an umbilical hernia. No additional information was provided.